Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8781, serial# (B)(4), product type catheter. Product ID 8781, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of gablofen in an intrathecal baclofen (itb) pump. When the patient moved a certain way, the patient can feel the pump go sideways. The healthcare provider (hcp) had to manipulate the pump to put it back in the pump pocket. The patient was instructed by the hcp to wear a brace until the pump settled. The patient wears the brace, but the pump still moved. When the patient sat up, the pump was located at her "love handles" and she could hold the pump (thumb on top and forefinger underneath). When the patient leaned forward, the pump went to the right. Furthermore, the pump felt like it flipped in the other direction when the patient sat back. The patient was also told to "take it easy" for 6-8 weeks after implant, but she did not. The patient had been holding her granddaughter and gardening; thought she did it to herself. The patient had an appointment with the hcp scheduled for (B)(6)-2015 it was also noted the patient could not fit into her pants when she wore the brace and she could not wear jeans because the pump moved. The patient wore elastic pants. Further follow-up was being conducted to obtain the actions/interventions taken to mitigate the issue. History: intractable spasticity.